Manufacturer narrative:
H3/h6: the system was serviced in the field and the power enclosure was replaced and the firmware was updated. Codes b01, c02, and d02 apply. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3, h6: the product ID: bi71000860r, lot number: 2060724010 rev. B, was returned to the manufacturer for analysis. In summary, no faults were found. The power conversion enclosure passed bench testing. It was installed into a test imaging system for several days and the system performed as intended under test. Previously reported code, b01, is applicable as well as newly reported codes, c19 and d14. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
(H3, h6): no parts have been received by manufacturer for the evaluation. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000176r, product ID: bi71000176rpend, product ID: bi71000860r. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that as they removed the imaging acquisition system from the crate, the system was pulling to the right. The drive motor was behaving unpredictably. The system was on for about 10 minutes before it lost power completely. After they turned it back on, the pendant would not power on. The battery light emitting diode indicator showed 2 bars. There were also no lights on the generator. They rebooted the system again, and this time the pendant turned on, but the system would not fully boot. They rebooted again and connected it to the mobile viewing station for three hours to charge, but now there is no power to the imaging acquisition system. There was no patient involvement.